Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Broken pin from cable in bottom of atrial connector. Upper and lower case halves are corroded and broken. Battery release and heart block are contaminated. One bail cover, ring cover, one bail , and ring are missing. Lead flex cover is corroded and damaged (ring cover screw is pushed through the lead flex cover). Battery contacts are compressed. Lcd (liquid crystal display) screw, lcd, and encoder flex are corroded.

Event description:
It was reported that the pin/cable was not "seating" properly, that there was a connection problem. The generator was returned for service. No patient complications have been reported as a result of this event.